Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion set site and cleared the alarm. The customer indicated that the blood glucose level had been high due to dining out. A system check was performed. The cartridge and infusion set tubing appeared to be functioning as expected. The customer did not inspect the cannula after it was removed. Reportedly, the customer had used the humalog insulin in the cartridge for 3-4 days. Tandem technical support reviewed with the customer the 48 hour use labeling of humalog with the pump.